Event description:
The iab was inserted into the patient on 9/28/96. On 9/30/96 after iabp for 63 hours, blood was noted in the tubing and the pump was shut off. The iab was removed without any problems. Event complications: unk - reported 10/1/96; none - reported 10/18/96. Patient's current status: unk - rpt'd 10/1, 10/18/96.

Manufacturer narrative:
Unerwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.